Event description:
The manufacturer received information alleging a ventilator was alarming for a high temperature alarm condition. There was no harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. The device had evidence of contamination.